Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was diagnosed with crohn's disease affecting the small and large bowel and was being administered of remicade. The patient presented for a pillcam procedure approximately a year and half after being diagnosed with crohn's disease. The patient was administered a capsule. Approximately three weeks after the pillcam capsule was administered, the patient was seen in the emergency department with severe abdominal pain. It was discovered that the capsule has lodged into the patient's small bowel; the patient¿s bowel was perforated. The patient had free air in the abdomen, a large area of dead small and large intestine tissue, infection, and ischemia. The patient underwent emergency surgery, which included exploratory laparotomy via a transverse right lower-quadrant incision, abdominal washout, ileocecectomy with complete right hemicolectomy, and a stapled side-to-side functional end-to-end ileocolostomy with diverting loop ileostomy requiring large sections of dead bowel tissue to be excised. Approximately 19 days later, the patient died.